Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of one of the provided pictures showed the product was removed from the patient and the other photo showed the fibers were partially filled with blood. No failure was visible on the provided photographs. The reported condition was not verified. As the actual device was not returned, the cause for the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of polyflux 210h dialyzers, two internal blood leaks were observed. The amount of blood loss was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.